Manufacturer narrative:
The device was returned to rti surgical. A DHR review was conducted and confirmed that this device met manufacturing specifications prior to shipping. The screws all passed thread profile specifications.

Event description:
Patient presented with post operative pain and it was noticed through xray that the screws had loosened and a rod was shifted out of place. A revision surgery was performed on (B)(6) 2018 to replace the rods and screws.